Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the original cuff was too large. The cuff was explanted and replaced with a smaller cuff. There were no additional patient complications reported.